Event description:
This (B)(6) male patient in the spiral-z post market registry had a type I endoleak at the conclusion of the deployment procedure on (B)(6) 2013. The patient was being treated for a 8.2 cm aortic aneurysm. The proximal neck had an irregular shape with no plaque/thrombus. Both iliac arteries had moderate tortuosity, but no occlusive disease or calcification. The patient received a main-body device, right and left iliac legs, and a left iliac leg extension. A main body extension was also used but the location was not marked. There was no difficulty deploying any of the components. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device was patent with no external compression, flow-limiting kinks, or thrombus. A distal type I endoleak on the left was noted. The 1-to-6 month follow up imaging was done on (B)(6) 2013 (64 days post-procedure) and showed that the device was patent with no external compression, flow-limiting kinks, thrombus, or endoleak.

Manufacturer narrative:
Expiration - unknown as lot is unknown. Is this a single use device: unknown as not provided by reporter. Approximate age of device: unknown as lot is unknown. Device code: endoleaks are labeled in the IFU. Device manufacture date: unknown as lot is unknown. Event evaluation: still under investigation.